Event description:
A piece of the valve included in the maj-1606 broke and was pushed by the biopsy forceps into the pt. The physician retrieved the part from the pt. There was no pt injury reported.

Manufacturer narrative:
Add'l catalog #: k10016091. The maj-1606 is a single use device which is supplied sterile. The event took place in ( B)(6). This report is crossed referenced to MFR report # 9611174-2013-00001.